Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s wife reported via phone call that the customer passed away at the hospital on (B)(6) 2019 due to kidney and heart failure. It was also reported that the customer was admitted to the hospital on (B)(6) 2019 with high blood glucose reading between 300mg/dl to 500 mg/dl. Customer was wearing the insulin pump at the time of hospitalization but not using the insulin pump at the time of death. The product was not returned for analysis.